Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during aneurysm coil embolization, the axium coil had early detachment. A solitaire ab was then used to retrieve the coil and remove it from the patient. It was unknown if there was any friction, if the pushwire was damaged, if there was repositioning, attempts to detach the coil, rotation of the pushwire, or if a continuous flush had been administered. It was also unknown if the devices were prepared per the instructions for use (IFU). There were no patient symptoms or complications reported, but the patient status was unknown. Ancillary devices include an echelon microcatheter, solitaire ab, rebar 27, four other coils.